Manufacturer narrative:
(B)(4). Batch # r5a85m. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with 4 staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advanced. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a rattling sound in the stapler since the unpacking. After putting it on the tissue, it was not possible to clamp the branches. There were no patient consequences reported.